Event description:
It was reported that during the original implant of this tactra, the urethra was perforated at the time the of dilation to implant the left cylinder. It was decided to implant the right cylinder with a catheter in place; the left cylinder is expected to be implanted once the patient heals. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during the original implant of this tactra malleable penile prosthesis, the urethra was perforated during dilation of the left cylinder. The physician elected to implant the right cylinder with a catheter in place; the left cylinder is expected to be implanted once the patient heals. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.